Event description:
It was reported that there was "abnormal defibrillation impedance or significant decrease since impant". It was also reported that there were elevated thresholds. The lead was repositioned to the postero-lateral cardiac vein. The device remains active. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.